Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pharmacist at the hospital reported that the device broke and had to be removed from the pt."